Event description:
It was reported that the customer's battery cap was jammed when inserting the first battery into the insulin pump. The customer stated that she accidentally jammed the battery cap. The customer was later able to remove the battery cap successfully. The customer's blood glucose was most recently 388 mg/dl. However, the customer had also experienced a low blood glucose of 48 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.